Event description:
It was reported that the ilet device was not charging as expected, prompting the user to report a suspected charger malfunction; a qi-certified replacement charger was recommended, and a replacement was shipped. Customer care provided support including user troubleshooting. Investigation of this case revealed a suspected charger performance issue without evidence of device malfunction or therapy interruption. No symptoms reported. Outcomes included no reported impact on health or therapy. It was concluded that the device was functioning and the issue was attributed to an accessory charger problem; replacement was provided and no further clinical action was required.